Event description:
The physician was extremely concerned that there is an unacceptable level of lateral paly in the ratchet arm of the mayfield a 1059 skull clamp. In particular when the pt is in the prone position. He is concerned that even when the pins are secured the skull still has some movement. The unit was in contact with the pt but, there was no injury and no delay in the surgery.

Manufacturer narrative:
To date, the device involved in the reported incident is not been rec'd for evaluation. An investigation has been initiated based upon the reported info.